Event description:
Customer's grandmother called stating customer was experiencing a vast difference in blood glucose versus sensor glucose. Customer was advised sensor would need to be replace. No further information provided.

Manufacturer narrative:
Reliability analysis completed on 1 opened/used enlite sensor and performed bicarbonate buffer test. The sensor passed with accurate readings.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.